Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for a drainage catheter replacement. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, the patient complained of pain. During patient assessment, it was noted the tip of the drainage catheter had fractured off inside of the patient. The fractured piece was not removed from the patient, resulting in an abscession at the site. The patient was hospitalized to treat the abscession. There was no report of permanent harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for evaluation. Evaluation of the device is currently in progress.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no permanent harm or injury due to the event. (B)(4).